Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the h2tuv had no function during the operation and emitted continuous tone. Another device was used to complete the case. There was no consequence to the pt.